Event description:
Per complaint (B)(4), four days post-op mandible implant placement, the patient presented with burning, inflammation, slight numbness and pain symptoms. The implant was backed out a few millimeters and the doctor followed up the next day and the patient felt better. On (B)(6) 2019, the patient returned into office with continued issues and the implant was extracted. The patient was placed on medrol dose pack post-op implant removal.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated for report submission date and to report device evaluation results. Updated for follow-up report submitter, for awareness date and for report type and follow-up number. Updated for follow-up type, for device evaluation status and method, result and conclusion codes.